Manufacturer narrative:
(B)(4). Device UDI: lot/serial: 14859543, UDI: (B)(4). Lot/serial: 14545589, UDI: (B)(4).

Event description:
On (B)(6) 2016, the patient underwent endovascular repair of an abdominal aortic aneurysm using gore excluder aaa endoprostheses featuring c3 delivery system. After trunk-ipsilateral leg (rlt231414j/14859543) and contralateral leg components were successfully deployed, an aortic extender component (pla230300j/14545589) was implanted proximally. Touch-up ballooning was then performed using a non-gore manufactured balloon catheter, and the procedure was concluded. On (B)(6) 2016, the patient admitted to the hospital due to aortic neck rupture which occurred around the proximal edge of the initially implanted endoprostheses. The patient underwent open-abdominal surgery to repair the rupture. It was reported that the proximal neck diameter was 15-16mm in the place where proximal edge of the initially implanted endoprostheses. Additionally, over-inflation of the balloon catheter during touch-up ballooning might have caused or contributed to the aortic neck rupture.